Event description:
It was observed that during the device evaluation, the subject device exhibited no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was not possible to determine the root cause of the issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.